Event description:
At approx 0420 the rt spiked a bag of water for the chamber humidifier on the ventilator. Instead of filling only to the line on the plastic dome, the entire bag rushed into the dome and into the tubing. The setup was changed but the vent continued to alarm so the pt's ventilator was changed. No negative pt outcome. Vent taken out of svc. Chamber humidifier sent to distributor for further evaluation.